Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used for a stenting procedure in the bile duct of a male pt. During the procedure, the physician was unable to successfully deploy the stent as it was entangled on the suture string. The procedure was completed with another flexima biliary stent system. The procedure was completed with no reported pt complications. The pt was reported to be in fine condition at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
(B)(4) - (entangled suture). The complainant was unable to provide the suspect device lot #; therefore, the device exp and MFR dates are unk. A visual exam found the push catheter bent at about 41 cms away from the distal end of the hub. The guide catheter was stretched and kinked in multiple places along its working length. The stent was not returned. The suture was still loaded to the delivery system. It was noted that the condition of the returned unit was consistent with the complaint incident that the stent failed/unable to deploy. Based on the results of the eval and the details of the complaint, the most probable root cause is operational context. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the mfg record found no anomalies or deviations during the MFR of this lot. At the time of this investigation, it was noted that there have been no other complaints reported for this lot. (B)(4).